Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient¿s feet and legs were swelling up because their ¿kidneys are not working¿. This issue started last week ((B)(6) 2019). The patient indicated that their ins was implanted for their kidneys. There were no further complications reported or anticipated. Additional information was received from a consumer. It was reported that the patient underwent revision surgery last week and had their programmer stolen. It was noted the patient was currently experiencing some swelling in the legs and face due to a reduced ability to urinate without the programmer. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID tm90g01, serial# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They restated issues with the kidneys ¿shutting down¿. They stated the ins was in for 10 years and it had to be changed out on (B)(6) 2019. They stated they were able to go anywhere and they had swelling. They stated the device was working great with the charger and programmer until it got stolen and it would still swell up. They provided their weight at the time of the event. Additional information from the healthcare professional (hcp) reported that they replaced the old battery. They stated testing showed the leads were in good position. No further patient complications were reported as a result of this event.